Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the monopolar curved scissors (mcs) instrument had a restriction in the range of motion. Visual inspection identified a broken gear cable. Number of liver remaining were 3. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no fragment fall into the patient and there was no harm or injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.